Event description:
Pt had a gestational trophoblastic neoplasm in 2004. This was successfully treated with methotrexate. Five months later 530miu/ml was detected. Ultrasound at that time showed normal uterus, recurrence considered. Hcg varied in the following two months from 530 to 174miu/ml. Pt referred to facility. At this time result was 13.2miu/ml in the abbott axsym hcg test.